Event description:
The complainant stated the bed is alarming, but is still in use. The technician found there was no alarm or alarm codes. The account told him that the head hi/low was slowly drifting down overnight.

Manufacturer narrative:
The technician replaced the head hi/low down valve to repair the bed.